Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved-tip stapler 30 instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint of "the instrument locked and wouldn't straighten out, and the whole port with stapler was removed". For clarification, the instrument was found with a broken grip cable at the wrist. Intuitive motion was not being experienced upon manual input of the disk knobs. The cable crimp of staple grip cable was also no longer installed in its slot. A missing crimp was approximately 0.046¿ x 0.032". Any potential fragments would have been retained by the stapler sheath. The root cause is attributed to a component failure. Additional finding not reported by the customer was fa found a broken pivot pin. The pivot pin appeared to be sheared, allowing the wrist to jut out further than normal with applied force when articulated. No material appeared to be missing. Any potential fragments would have been retained by the staple sheath. The root cause is attributed to user mishandling/misuse. A review of instrument log was performed. Per the review, the curved-tip stapler 30 (part # 470530-08/ t10220804 0042) was last used on (B)(6) 2022 on system (B)(4). The curved-tip stapler 30 had 25 uses remaining after last use. The instrument has max 50 lives. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was alleged that the endowrist stapler failed to unclamp/release from tissue. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, when the surgeon went to staple, the arm of the curved-tip stapler 30 instrument locked, and it wouldn't straighten out. The customer had to remove the whole port to get the stapler out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.